Manufacturer narrative:
Concomitant product(s): dtmb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and the patient was experiencing "palpitations." The ra lead remains in use. No further patient complications have been reported as a result of this event.